Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that there was a black screen. When angling, when using the flex video scope. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h2, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: we presumed that the suggested event occurred due to breakage of image sensor unit. However, we could not specify the cause and a definitive root cause of the suggested event. Olympus will continue to monitor field performance for this device.